Event description:
Reporter called and stated her freestyle libre 3 is not working. When trying to apply the sensor its loose from the skin. Reporter tried another sensor and that sensor detaches. Both sensors seem defective. Ref report: mw5158380.